Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they were getting device not responding when trying to connect with the patient's implant to decrease stimulation. Caller reported patient wants to decrease stimulation because patient feels it was too strong. Caller reported patient has had about 3 falls within the last week. Caller stated patient had 3 falls on sunday, monday, and tuesday and ended up in the hospital last wednesday and just got out of hospital on saturday. Agent inquired if patient landed on their implant when they fell and caller initially stated they did not think so, but later stated one of the falls patient landed on their side (stated it could have been patient's left or right side) and stated most of the recent falls were face down to where patient bruised their face. Reviewed general use of communicator and how to connect with patient's implant. Caller initially reported getting 'device not responding' on call despite repositioning communicator. Caller stated they tried repositioning communicator the other day and it still would not work. Caller stated yesterday it "was not reading." Caller stated they "haven't done anything in almost a year." Caller confirmed they could palpate patient's implant. Caller later successfully connected with patient's implant following repositioning communicator on the call and stated therapy was on. Caller stated therapy was only at 1.0 but stated they thought they had therapy increased to "2 or 3". Caller stated they increased stimulation before because patient felt therapy was not working. Caller provided event date as "just a little after he got the thing" patient stated they could not feel it and felt like it was not working and stated this was "probably just a month, maybe two months after". Caller decreased patient's stimulation to a comfortable level on the call. Caller mentioned when decreasing stimulation that they kept losing connection on the call, but confirmed they were able to decrease stimulation to patient's desired level. Caller stated they did not move communicator at all when they lost connection. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.